Manufacturer narrative:
The photoactivation module was received for analysis. The returned photoactivation module was examined and pressure tested. A leak was confirmed in the tubing on the inlet side of the module. The manufacturer confirmed the leak at the photoplate inlet bushing. The double tubing on the outlet side of the photoactivation module was distorted at its end, exhibiting a peeled back cut to expose the leak path underneath. The likely root cause for a leak of this nature is likely an issue during operator installation. If the plate and tubing are not loaded per instructions, the bushing can become cut open during the procedure, as the photoactivation plate has sharp locating features. No manufacturing defects were identified. Review of the device history record found no related nonconformances. (B)(4).

Manufacturer narrative:
The system was used for treatment. A review of kit lot d718 was performed. There were no nonconformances associated with this lot. This lot met release requirements. The uvadex lot number was not provided, since uvadex was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, photoactivation module leak. No trends were identified. The assessment is based on information available at the time of the investigation. No product has been received for investigation at the time of this report. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
Customer called to report a blood leak during the buffy coat collection in cycle 2. Customer stated that she noticed blood under the instrument and she aborted the treatment and ensured the patient was stable. Patient was stable and no medical intervention was needed. Customer explained that upon further inspection of the procedural kit, the leak was coming from the photoactivation module's left side where the tubings enter and exit the module. Customer stated the biomed has cleaned the instrument. Customer agreed to return the data key and photo plate for further investigation.